Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and stomachache. The cause, treatment and action taken with pd therapy were not reported. The patient was instructed to go to the hospital; however, the patient has not presented to the hospital at the time of his report. The patient has not recovered from the event. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.